Event description:
Complainant alleges sitting on a heating pad in chair and noticing it was too hot. Heating pad was on fire and damaged chair. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed, because the consumer was sitting on the pad. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is the direct result of misuse/abuse of the product.